Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) stated the pump was very difficult to use. The physician confirmed that the system was functioning properly but had to squeeze the bulb with significant force, which caused it to slip and resulted in scrotal pain and discomfort. The patient expressed disappointment with the process and regretted undergoing the procedure due to ongoing pain. He also reported difficulty achieving full inflation, stating he only obtained a few pumps without a complete erection. The patient was encouraged to continue cycling and consider additional pump training with his physician. There were no further patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) stated the pump was very difficult to use. The physician confirmed that the system was functioning properly but had to squeeze the bulb with significant force, which caused it to slip and resulted in scrotal pain and discomfort. The patient expressed disappointment with the process and regretted undergoing the procedure due to ongoing pain. He also reported difficulty achieving full inflation, stating he only obtained a few pumps without a complete erection. The patient was encouraged to continue cycling and consider additional pump training with his physician. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).